Event description:
The patient had a complete se stent implanted to the sfa, on the same day, it was reported that a dissection occurred proximal to the stent. The event required that intervention was required to prevent permanent impairment/damage. Vascular intervention was performed and patient recovered. Investigator indicated that the reported event was possibly related to the study device and procedure.

Manufacturer narrative:
(Intervention). Evaluation results: (dissection of blood vessel (artery or vein).